Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin squirts out during the manual prime. It was also stated that the customer experienced high blood glucose levels, but never received a no delivery alarm. Troubleshooting was declined. Nothing further was reported.